Event description:
Information reported as follows: customer developed itching and red rash on ileostomy located under entire tape border while wearing a hollister product. It is reported that customer tried a convatec wafer for one (1) last week, which produced the same results.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user went back to wearing hollister wafer, and cuts off the tape border. According to end-use his skin issues have been resolved, without any other treatments. The use of solid wafers were discussed with end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.